Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the noise on insertion axis by pushing down the carriage and powering the system on, without any instrument. Fse replaced the distal setup joint(suj) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to starting post-anesthesia a da vinci-assisted hemicolectomy surgical procedure recoverable error 32100 on arm, orange led, customer could recover by disabling universal surgical manipulator (usm) - arm 1. Intuitive surgical (is) technical support engineer (tse) was contacted for support by the customer. Tse checked the logs and could find related errors to the arm and found error 32100. Work order on the same problem was already logged in the system and the customer confirmed they had this problem before. Tse guided the customer to perform a hard power cycle and emergency power off (epo), it did not change the result. Tse informed the customer to first move usm 1 out of the way before disabling it, they would no longer receive fault messages and would be able to use the system with 3 arms. Tse could see in the logs that the customer started the procedure with 3 arms. The procedure was completed with no report of patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the ports were not placed when the issue occurred. There was no harm or injury to the patient. There was a delay because of the issue of 15 minutes.